Manufacturer narrative:
The intraocular lens was received with the optic cut, precluding analysis. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication, due to the patient's intolerance of the halos and dysphotopsia he was experiencing.